Event description:
The customer reported the system's vertical lift will only intermittently lower. No pt injury reported.

Manufacturer narrative:
A ge rep conducted an on site investigation of the system. The functionality of the system was tested and the power supply was found faulty. This was replaced and the system now functions as intended. The system was returned for customer use.